Manufacturer narrative:
Investigation conclusion: a review of the product did not find any unusual trend for the reported complaint category. Root cause: insufficient information source: online review.

Event description:
Customer reporting 2 false positive sars results. No confirmation testing or conflicting results were mentioned in the statement and there is no way to contact the customer to obtain further information. Report 1 of 2.